Event description:
Caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support walked the caller through a pump reset, and the issue with the cgm error was resolved after the reset, allowing the caller to successfully start their sensor session.